Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) via an unknown formulation via reusable pen (humapen savvio red), 14 units. Frequency, start date and indication of use were not reported. On an unspecified date his blood glucose was of 24 (no units reported) (pc 3840781, lot 1405v05). This event was considered serious for medical significance. Information regarding corrective treatment, outcome of the event and insulin lispro treatment was not reported. The user of the humapen savvio and his/her training status were not reported. The general and suspect humapen savvio durations of use were not reported. The action taken with the humapen savvio was not reported and would be evaluated if returned. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro or the humapen savvio. Edit (B)(6) 2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit (B)(6) 2016: additional information received from complaint department on (B)(6) 2016. Pc (B)(4) was processed. Updated narrative with new information. Update (B)(6) 2016: additional information received on (B)(6) 2016 from global product complaint database updated the lot number from unknown to 1405v05 for product complaint (B)(6). The product tab for humapen savvio and the narrative were updated.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that his blood glucose levels changed after the two initial days using his humapen savvio device. He experienced increased blood glucose. Investigation of the returned device (batch 1405v05, manufactured may 2014) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complain (pc), concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medications were not reported. The patient received insulin lispro (rdna origin) injections (humalog) via an unknown formulation via reusable pen (humapen savvio red), 14 units. Frequency, start date and indication of use were not reported. On an unspecified date his blood glucose was of 24 (no units reported) after initial two days of use for the humapen savvio red (pc 3840781, lot 1405v05). This event was considered serious for medical significance. Information regarding corrective treatment, outcome of the event and insulin lispro treatment was not reported. The user of the humapen savvio and his/her training status were not reported. The general humapen savvio duration of use was not reported. The suspect device duration of use was two days. The device was returned on 05dec2016, and no malfunction was identified. The reporting consumer did not provide an assessment of relatedness between the event and insulin lispro or the humapen savvio. Edit 01dec2016. Case was opened to enter medwatch device fields fields for device mailing. No new information edit 06-dec-2016: additional information received from complaint department on 06-dec-2016. Pc 3840781 was processed. Updated narrative with new information. Update 07-dec-2016: additional information received on 06-dec-2016 from global product complaint database updated the lot number from unknown to 1405v05 for product complaint 3840781. The product tab for humapen savvio and the narrative were updated. Update 17jan2017 additional information received on 16jan2017 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the malfunction field to no; updated the medwatch and european and (B)(6) required device reporting elements; and updated the narrative.